Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. The customer did not provide further information regarding the hospitalization at the time of the report. Although multiple attempts were made to contact the customer, no reply was received from the customer. No additional information was provided.